Event description:
It was reported that a patient underwent a hip surgery on (B)(6) 2022 and a barbed suture was used. At the end of the incision, the wound dehisced after completing the subcuticular closure. The procedure was completed by doing the two back stitches to completely close the incision, there was no patient harm. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the wound dehiscence occur while the patient was still in the or for the initial procedure? Onset date/time of dehiscence? (# post op days) what tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the dehiscence managed? Was a re-operation required to repair the wound dehiscence? If yes, please describe including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure, if applicable? Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.